Event description:
Patient contacted dexcom technical support on (B)(6) 2015 to report that on (B)(6) 2015 his receiver is continuously vibrating. Patient did not report any injury or medical intervention.

Manufacturer narrative:
(B)(4). The complaint device was returned for evaluation. During receiver visual inspection, no observations related to the customer complaint were found. The exterior visual inspection found scuff marks, scratches, and a missing usb port door. Global receiver functional testing was performed and resulted in no failures related to the customer complaint. A review of the receiver data log confirmed firmware error code err67 and "error recovery" alarms. The customer complaint was confirmed. The root cause could not be determined. This complaint was deemed reportable upon completion of device evaluation on (B)(6) 2015.